Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and shocks for an atrial arrhythmia with rapid ventricular response (rvr). In addition, patient was given beta blockers in order to help normalize the rhythm. Technical services (ts) determined that device therapy was exhausted. This ICD remains in service. No additional adverse patient effects were reported.